Manufacturer narrative:
Investigation into this event determined that patient results were associated with an incorrect sample. Datalogger analysis indicated analyzer condition codes at the time of the result. The definitive root cause could not be determined, however, user error in pre-analytical processing to resolve the analyzer condition code cannot be ruled out.

Event description:
The customer reported that results obtained from a vitros 250 were associated with the incorrect patient sample. The vitros 250 results were reported, however, there was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.